Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient stated she did not receive the stimulation anymore. System diagnostics were performed which showed high impedance. X-rays showed the implanted electrodes were implanted the wrong way, per the reporter, and the electro-voltage potentiometer measured a typical lead break. The patient refers from an accident one year ago, after she takes a osteosynthetic implant. Follow up with the physician found that the patient cannot remember when she first noticed the stimulation did not work anymore. The magnet activation still helps her, as of (B)(6) 2013. The generator was disabled on (B)(6) 2013. It is unknown if causal or contributory programming or medication changes preceded the onset of the stimulation not perceived event. The manufacturer's review of x-rays confirmed that the electrode placement on the vagus nerve appears to be abnormal, as the electrodes were inverted upon implant. No strain relief was observed. No clear sharp angles or lead breaks were found on the visible part of the lead. X-rays of the generator were not provided, so the generator and that portion of the lead could not be assessed. No other information has been provided.